Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the cns (central network station) has no volume. All volume settings were set properly. The speakers were working correctly. The cns was rebooted with no change. When trouble shooting the issue, customer states that the audio cable and speaker did work, however the length was too short. The customer was sent a longer length cable. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that the cns (central network station) has no volume. All volume settings wee set properly. The speakers were working correctly. The cns was rebooted with no change. When trouble shooting the issue, customer states that the audio cable and speaker did work, however the length was too short. Customer was sent a longer length cable. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central network station) has no volume.